Event description:
Introducer was being used during implantation of permanent pacer leads. The sheath did not split like it should & a 2 1/2" piece of the sheath was left in the right subclavian vein. The physician was able to retrieve it with hemostats.